Manufacturer narrative:
Date rec'd by MFR: 03oct2019. Additional information has been received that the battery's manufacture date is 09/23/2013. Therefore, it failed testing during periodic maintenance since it has reached its life expectancy of 5 years. The battery performed in accordance to the manufacturer's specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the internal battery test failed (performance verification test 11). There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the internal battery test failed (performance verification test 11). There was no patient involvement.